Manufacturer narrative:
This report is for unknown screw/unknown lot number. (B)(6). Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an open fracture of the left leg on (B)(6) 2017. Installation of plate with screws on (B)(6) 2017. But infection and bad skin condition, therefore removal of implants and implantation of an external fixator. Complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implants were explanted on (B)(6) 2017. Totally 9 screws were implanted. This report is for 9 unknown screws.